Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had motor error. The customer blood glucose level was 124 mg/dl at the time of incident. Troubleshooting was performed. Customer reports the drive support cap appears normal. Customer states insulin pump was exposed to magnetic resonance image. Customer reports insulin pump had motor position encoder error. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump received motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform the self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test or verify displayable history crc check failed on startup alarm due to motor error alarms noted.